Manufacturer narrative:
Corrected data: h6: patient code 2692 is not applicable in initial MDR. H6: patient code 1937 and patient code 1932 should have been included in initial MDR additional information: a2 - (B)(6) 1993. B1:adverse event. B2: required intervention to prevent permanent impairment/damage b5: per updated information, the lens was exchanged on (B)(6) 2020 for a shorter length lens and the problem was resolved. The reporter indicated that the cause of the event was "wrong wtw". D7:(B)(6) 2020. H6: patient code 3191: secondary "surgical" intervention (lens exchange) claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/1.0/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019 and the patient experienced excessive vault. Cell ++, aquaport patent, vault greater than 3ct, no ic touch and iop=52 was reported on (B)(6) 2019. Patients last visit exam on 02 dec 2019 found clear cornea, pupil dilate without reflex, vault 3ct, no ic touch, iop=9.0, bcva 20/20 and ucva 20/25. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.